Manufacturer narrative:
The final results of any failure analysis or laboratory testing of the device listed in the report(s) including: a complete description of methodology(ies) used, an identification of the failure mode(s) and/or mechanism(s) and the associated component(s) involved. Any conclusions based on the final failure analysis or laboratory test results. The answers to the questions raised in question one are present in the supplementary medwatch 3500a submitted separately, electronically.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. Screwdriver was not returned. The physician has watched the video about connecting the lead.

Event description:
Document received alleges an adverse event while the device was in use. This is a combination product that is being reported for the drug portion of the product. It was reported that the pt was admitted to the hospital for an omentectomy and tube colostomy. While hospitalized, the pt received an unspecified volume of heparin lock flush solution usp 100 units/ml (exp date: 03/01/2009) for an unspecified indication. After an unspecified length of time, the pt experienced an unspecified adverse event. It was not reported if any medical intervention was required or if the pt recovered from the unspecified adverse event. No additional info was provided.

Manufacturer narrative:
Unless substantially significant information becomes available, this report consitutes a final report.

Event description:
It was reported that a patient with an extensive hematoma and brain damage had a craniotomy performed where the hematoma was evacuated. Six (6) days post-operation the patient was connected to a bypass respiratory treatment including the device; the high line pressure ventilator problem developed on day 9: the patient went cyanotic, brachycardic, pulseless, oxygen dropped to 39% at this point she was resuscitated following acls measures. The patient was connected again to the same ventilator and same device, at this point the patient experienced high line pressure again, where she was bagged with 100% oxygen. The device was then removed from the ventilator breathing circuit, and replaced with a new device. No high line pressure was immediately experienced. Within the next 24 hours the pump alarm noted a high line pressure. The patient went cyanotic and brachycardic at this point the device was changed again and there were no subsequent problems. The ventilator was examined in biomedical engineering and no problems were found. The ventilator had been used continuously from the week previous.